Manufacturer narrative:
This device crb 18350 (lot 14042838) is distributed outside the united states; however, it is similar to the united states product cxs 18350. The product is available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
The hub was noticed cracked when the physician inflated the stent balloon under 16 atm. The physician changed to another stent in order to complete the procedure. The device will be returned for evaluation. The target lesion was the mid lad. The lesion was calcified. There was no difficulty removing the product from the package. The device was pulled from the hub when it was removed from the package. The device prepped normally. Contrast to saline ratio was 1:1. Affiliate indicated that the device was torqued and steered by the hub.